Manufacturer narrative:
The investigation concluded that the device met the specifications. The exact reason could not be established.

Event description:
The surgeon has reported that the intermediate splint didn't fit and the desired occlusion was not achieved, the revision surgery is required to correct occlusion.